Manufacturer narrative:
The referenced report outflow graft stenting is covered under medwatch MFR report #xxxx ((B)(4)). (B)(4). Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with elevated mean arterial pressure (maps) of 90-105 mmhg, dizziness, palpitations and chest pain. The patient underwent an outflow graft stenting for outflow graft narrowing on (B)(6) 2017. Lactate dehydrogenase (ldh) was elevated above baseline prior to stenting and has not come down. Ramp echocardiogram was negative on (B)(6) 2017. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a computed tomography (CT) scan, a ramp echocardiogram, and a troponin test were performed but were negative for acute changes. The patient was started on anti-anxiety medication and had their mexiletine dosage decreased. The patient will be started on an anti-depressant medication. The patient remains ongoing on left ventricular assist system (lvas) support and no further events have been reported.